Event description:
Pt was implanted with advance sling in 2009, he presented with an infection where the doctor put him on two strong antibiotics that caused an adverse reaction in him. Pt had severe pain/swelling on left side of scrotum. Pt saw doctor at approx one month later for this condition. Additional info received indicates that pt saw his physician at about 5 weeks later, and was experiencing diarrhea and incontinence, but no infection. At about one month later, the advance was replaced and his incontinence and other symptoms were resolved.